Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 44-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopy sterilization in office hysteroscopy, ablation" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included cholecystectomy in 1998, wisdom teeth removal in 1992, gravida ii, parity 2 (08-apr-1987 and 31-aug-1991), breast mass, carpal tunnel syndrome, hashimoto's disease, arthritis, multiple allergies, gallbladder disease, diverticulosis, kidney stone, overweight and carpal tunnel syndrome. Concurrent conditions included non-tobacco user and uterine cyst. Family history included dvt, diabetes (mother, father , sister), macular degeneration (mother), cholesterol levels raised (father), kidney cancer (father), hypertension (sister), thrombosis (daughter) and headache (daughter). Concomitant products included diclofenac, fluticasone propionate (flonaze), fluticasone propionate (flunase) since 2012, gabapentin from july 2015 to february 2016 and levothyroxine sodium (levothyroxin) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: uti") with pyrexia, dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine spasm ("left and right side feel like spasums in my uterus"), menstrual disorder ("menstruation issues"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, uterine spasm, urinary tract infection and menstrual disorder outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain and genital haemorrhage had resolved and the fatigue, weight increased, dyspareunia, vaginal discharge, depression, anxiety, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Date of essure placement procedure: (B)(6) 2013 (from pfs) & (B)(6) 2013 (as per mr) (discrepancy noted). Essure devices placed easily, no remaining coils seen on r, one on l. (As per mr) current weight 237 lbs. Treatment received for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 44-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopy sterilization in office hysteroscopy, ablation" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included cholecystectomy in 1998, wisdom teeth removal in 1992, gravida ii, parity 2 ((B)(6) 1987 and (B)(6) 1991), breast mass, carpal tunnel syndrome, hashimoto's disease, arthritis, multiple allergies, gallbladder disease, diverticulosis, kidney stone, overweight and carpal tunnel syndrome. Concurrent conditions included non-tobacco user and uterine cyst. Family history included dvt, diabetes (mother, father , sister), macular degeneration (mother), cholesterol levels raised (father), kidney cancer (father), hypertension (sister), thrombosis (daughter) and headache (daughter). Concomitant products included diclofenac, fluticasone propionate (flonaze), fluticasone propionate (flunase) since 2012, gabapentin from (B)(6) 2015 to (B)(6) 2016 and levothyroxine sodium (levothyroxin) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: uti") with pyrexia, dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine spasm ("left and right side feel like spasums in my uterus"), menstrual disorder ("menstruation issues"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, uterine spasm, urinary tract infection and menstrual disorder outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain and genital haemorrhage had resolved and the fatigue, weight increased, dyspareunia, vaginal discharge, depression, anxiety, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Date of essure placement procedure: (B)(6) 2013 (from pfs) & (B)(6) 2013 (as per mr) (discrepancy noted). Essure devices placed easily, no remaining coils seen on r, one on l. (As per mr) current weight 237 lbs. Treatment received for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the event ¿abnormal bleeding¿ was added. The events ¿pelvic pain¿, ¿dysmenorrhea¿, ¿abdominal pain¿ and ¿menorrhagia¿ were recovered. Reporter information was added. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a (B)(6) female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopy sterilization in office hysteroscopy, ablation" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included cholecystectomy in 1998, wisdom teeth removal in 1992, gravida ii, parity 2 ((B)(6) 1987 and (B)(6) 1991), breast mass, carpal tunnel syndrome, hashimoto's disease, arthritis, multiple allergies, gallbladder disease, diverticulosis, kidney stone, overweight and carpal tunnel syndrome. Concurrent conditions included non-tobacco user and uterine cyst. Family history included dvt, diabetes (mother, father , sister), macular degeneration (mother), cholesterol levels raised (father), kidney cancer (father), hypertension (sister), thrombosis (daughter) and headache (daughter). Concomitant products included diclofenac, fluticasone propionate (flonaze), fluticasone propionate (flunase) since 2012, gabapentin from (B)(6) 2015 to (B)(6) 2016 and levothyroxine sodium (levothyroxin) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: uti") with pyrexia, dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain/pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine spasm ("left and right side feel like spasums in my uterus"), menstrual disorder ("menstruation issues"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, uterine spasm, urinary tract infection and menstrual disorder outcome was unknown and the pelvic pain, fatigue, weight increased, dyspareunia, vaginal discharge, dysmenorrhoea, depression, anxiety, menorrhagia, abdominal pain and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Date of essure placement procedure: (B)(6) 2013 (from pfs) & (B)(6) 2013 (as per mr) (discrepancy noted). Essure devices placed easily, no remaining coils seen on r, one on l. (As per mr) current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs received events " menorrhagia and abdominal pain" were added. Outcome of events " abnormal bleeding(vaginal, menorrhagia), depression and mental anguish, dysmenorrhea, dyspareunia, abdominal pain,fatigue and vaginal discharge" were updated as recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.